Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): two echelon-10 micro catheters and an axium prime coil were returned for analysis within a shipping box and within a sealed biohazard pouch. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: due to the condition in which the echelon-10 micro catheters were returned it was unable to be determined which echelon belongs to which pli. (Echelon 1) the echelon-10 total length was measured to be ~155.6cm. The echelon-10 usable length was measured to be ~147.6cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body inner elliptical wire was found to be damaged at ~77.6cm from distal tip. No damages were found with the distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. (Pli-20) the axium prime coil pushwire was found to be broken but retained by release wire at break indicator and bent at ~102.6 from proximal end. The implant coil was found to be already detached and not returned. No other anomalies were observed. (Echelon 2) no device malfunction was reported for this device. The echelon-10 total length was measured to be ~155.7cm. The echelon-10 usable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal marker band was found to be flattened. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): (echelon 1) the echelon-10 micro catheter was flushed; water exited from distal tip. One in-house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub; subsequently through the inner lumen and exited distal tip without issue. (Echelon 2) the echelon-10 micro catheter was flushed; water exited from distal tip. One in-house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, met resistance at flattened distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. It is likely the damage found with the returned echelon-10 micro catheter may have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per axium implant coil IFU (instructions for use): ¿axium prime coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after shaping, the distal end of the microcatheter was found to be damaged and after replaced and used smoothly. The spring coil could not be pushed out of the microcatheter and was successfully implanted after replacement. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for aneurysm embolization treatment of a saccular, unruptured internal carotid artery c5 segment aneurysm with a max diameter of 7 mm and a 5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The access vessel was the femoral artery. Additional information was received stating that the cause of the resistance and damage was not determined. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. No kink/damage to the coil and catheter was observed after removal.